Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.